Event description:
Article entitled ¿revision arthroplasty using a custom-made implant in the course of acetabular loosening of the j&j depuy asr replacement system - case report " written by aleksander augustyn, md, tomasz stoltny, phd , dominika rokicka, phd , marta wróbel, phd , jan pajak, md, krystian werner, md , karol ochocki, md , krzysztof strojek, phd , bogdan koczy, phd, published by medicine open on 8-aug-2022 was reviewed. The aim of the study was to evaluate the effectiveness of surgical treatment with a custom-made implant in a patient with extensive acetabular bone loss after aseptic loosening of the acetabular component of the j&j depuy asr surface prosthesis in the early period of observation. A 74-year-old patient was taken to the orthopaedic trauma emergency room due to increasing pain in the right hip for about 3months. Nine years earlier he underwent resurfacing arthroplasty of the right hip using the j&j depuy asr method. Asr right hip revision due to: leg length discrepancy, pain, limited rom, fracture of acetabulum. Preoperative radiographs were noted to show pseudotumors and osteolysis. During the revision, the surgeon observed metallosis, aseptically loosened acetabular cup, extensive bone loss. The asr components were removed and then the patient underwent 2.5 years to assess the reconstruction within the bone defect after cancellous bone allografting was done. 3 years after previous revision, the patient had definitive implants put in, which included competitor custom made acetabular cup and a depuy corail stem. The outcome noted optimal implant adherence to the bone base and full osseointegration with the pelvic bone had been achieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.